Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative found that the connector of cable part #0012-00-0759-02 from the main board to the motor control board was not fully seated at jp2 (motor control board site). He connected the cable. The system was tested to factory specifications. It functioned normally and was released to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated an electrical test failure code 34 (no communication with 68020). The patient was switched to another iabp and therapy was initiated. No patient injury was reported.